Event description:
The customer stated that they had to shut down the centrifuge module on the accelerator automated processing system (aps) due to a burning odor. The customer stated that there was no visible smoke, but it was evident that the odor was coming from the centrifuge module. An abbott field service representative inspected the centrifuge module. Internal components showed evidence of burning. No injury was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).